Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 420mg/dl (meter), 529mg/dl (lab). Tests were done within 5 mins with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.